Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent PICC implantation on (B)(6) 2019 for six sessions of chemotherapy, which was scheduled to be performed once every 21 days. On (B)(6) 2020, this patient was hospitalized for the 5th treatment. Fluid extravasation was found on the skin during infusion. A nurse removed the catheter immediately and found a crevasse at 1.5 cm below the puncture point, where fluids were extravasated. No damage was caused to this patient since it was discovered timely.